Manufacturer narrative:
At the time of this report, the damaged pouch has not been received for investigation. The cause for this event cannot be ascertained from the info provided. Once received and investigated and the result of the investigation becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the outer pouch of the avenir mueller stem was damaged. During surgery on (B)(4) 2014, to implant an avenir mueller stem in the pt, upon opening the outer pouch that was protecting the inner pouch holding the stem, it was noticed that the outer pouch had a hole. It is unk if this occurred when separating the two pouches. There was no sign of damage with the inner pouch, and the stem was still implanted.